Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that after the tlc55 instrument was fired, the firing knob would not return. Another instrument was used to remove the instrument. There was no consequence to the pt.